Manufacturer narrative:
The reported events of insulation damage, insulation twisted, and oversensing were confirmed. As received, a complete lead was returned in one piece. Visual examination found the lead body insulation was twisted distal to the connector boot, consistent with procedural damage and an external abrasion breaching the superior vena cava cable lumen, inner coil lumen, and polytetrafluoroethylene (ptfe) liner with one abraded ethylene tetrafluoroethylene (etfe) cable coating proximal to suture tie impression. The cause of the insulation damage and oversensing were due exposure of the conductors at the abrasion zone consistent with friction to the device can.

Event description:
It was reported that oversensing was noted on the right ventricular (rv) lead, which was suspected to be due to insulation damage. During the revision procedure, twisted insulation and insulation damage of the rv lead was visually confirmed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.